Event description:
Reporter indicated that vns pt was recently explanted (generator and leads) due to an infection. Further follow-up concluded that preoperative and intraoperative antibiotics were administered. The infection was present at both the generator pocket and the lead (cervical area). The pt was hospitalized to treat the infection. The infection has not yet resolved.